Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported that the mdu hand control was overheating during the case. No injuries or complications were reported. A smith & nephew backup device was available. No delay or complications were noted.